Event description:
A nurse reported that the system shut down during surgery. Add'l info received from a completed questionnaire indicated that the system displayed a message and shut down during core vitrectomy procedure. Portions of the questionnaire that pertained to how the surgery was concluded and the pt impact were indicated as being deferred to the surgeon. Multiple add'l attempts were made to gather info from the surgeon, but no add'l info has been provided.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system message was found in the event log. The system was then tested and met all product specs. The root cause is unk at this time. (B)(4).